Event description:
A home pt contacted baxter's technical service center for assistance regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/4 of the automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set became disconnected from the extension set which was connected to the pt line of the homechoice set. Baxter's technical service center assisted the home pt. No pt injury or medical intervention was associated with this incident.